Manufacturer narrative:
Motor error alarm during basic occlusion test due to moisture damage force sensor resistor. Unit had minor scratched lcd window and cracked reservoir tubelip. Motor passed motor test.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 125 mg/dl. Troubleshooting did not resolve the issue. The insulin pump was returned for analysis.